Manufacturer narrative:
Implant loss is known to occur, considered in the risk management file and communicated in the IFU. There are no indications that the occurred is a result of manufacturing or component failure. These incidents do not involve serious injury and are not considered as safety issues.

Event description:
Implant loss due to trauma, subsequent discharge after the initial trauma prior to the implant loss.